Manufacturer narrative:
The device was rec'd. Investigation is not complete.

Event description:
User facility mandatory medwatch rec'd that stated: "nurse was setting up IV's for day surgery unit pts. Nurse removed IV tubing from sterile package and observed that the tubing had separated from the y-site. Tubing immediately below the middle y-site separated from the y-site. Tubing has 3 y-sites. No pt adverse event. IV had not yet been connected to the pt. Delay in pt care was minimal. This event occurred as nurse was setting up one of several standard IV's for pts prior to pt admission. Hence, this was not set-up for a specific pt. Note: we have experienced 2 previous tube separation events with product from this MFR. Manufacturer has been made aware of this defect and will provide instructions for return." Upon further query the following info was provided that indicated, a tubing separation. Prior to pt use the tubing separated distal to the middle y-site. Though requested, no additional info was provided.